Event description:
The customer reportedly obtained a 403 mg/dl and 182 mg/dl on the accu-chek advantage system within a ten minutes timeframe. The customer dosed himself with 10 extra units of lantus based on the 403 mg/dl blood glucose result. The customer ate an apple with caramel dip on it before obtaining the 403 mg/dl blood glucose result. The customer wiped his finger with an alcohol pad before the 182 mg/dl blood glucose result was obtained. No reported actions taken or treatment rendered based on the 182 mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.